Event description:
It was reported that the ventilator, when connected to an external battery source, alarmed for battery low and battery empty conditions and then shut down while the pt was being transported to the doctor's office. The pt had respiratory distress and was taken to the hospital emergency room. The pt was discharged and was reported as fine.